Event description:
This css console was not on a pt. Syncardia clinical support team member reported that while performing a routine console checkout at an implant center in (B) (6), he noticed that the needle on the left pressure gauge of the primary controller was bent, and the gauge did not function smoothly. A new gauge was installed, and css console successfully passed the console test validation protocol. The alleged malfunction poses a low risk to a pt because the issue was observed during a routine console checkout, and was not supporting a pt. In addition, it did not prevent the css console from performing its life-sustaining functions. The pressure gauge will be returned to syncardia for investigation, and the results will be provided in a supplement MDR.